Event description:
New information notes: the lead was capped due to high thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of capture. The lead was capped and replaced.